Manufacturer narrative:
Troubleshooting of the arm with the customer revealed that the arm's battery packs had expired, with a labeled expiration date of 06/30/2020. The cause of the arm not powering on was related to a lack of maintenance. As a follow-up with the customer, the battery packs were replaced, and the proper maintenance of the device was reviewed.

Event description:
The customer reported that when responding to a patient involved in a car accident, the chest compressor would not power on or perform compressions. The customer stated that they tried to turn on the arm; it responded but could not lower the piston to the patient's chest. They attempted this a total of three times, but the arm shut off each time. It was reported that the patient did not survive.